Manufacturer narrative:
Patient information was not made available from the site. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  On 02/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in a cranial procedure, the site's navigation system unexpectedly exited. While data was importing using dicom qr, the navigation system re-started and the screen became a blue color. The navigation system was shut down manually and re-started, normal function was restored. There were no further issues. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.